Event description:
It was reported that bd as lvp bld180m 15d ss separated. Report 1 of 2. The following information was reported by the initial reporter with the verbatim: my clinical team is raising awareness of product defect, looks like the alaris IV set is falling apart while patient is undergoing chemotx¿have you heard any issues arise w/ other end users? 1. What was the procedure being performed? Blood transfusion. 2. What was the patient outcome? No harm. 3. Was there any adverse event or serious injury being reported? No. 4. Was there any chemo leakage? N/a. 5. Was the procedure completed as planned? Yes, rn noticed the blood leaking when the transfusion was completed during end transfusion vital signs. 6. Are you able to provide the lot number? No. 7. How many defective tubing were inspected? One. 8. Are you able to provide the date of incident? (B)(6) 2023.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that bd as lvp bld180m 15d ss separated. Report 1 of 2. The following information was reported by the initial reporter with the verbatim: my clinical team is raising awareness of product defect, looks like the alaris IV set is falling apart while patient is undergoing chemotx¿have you heard any issues arise w/ other end users? What was the procedure being performed? Blood transfusion what was the patient outcome? No harm was there any adverse event or serious injury being reported? No was there any chemo leakage? N/a was the procedure completed as planned? Yes, rn noticed the blood leaking when the transfusion was completed during end transfusion vital signs are you able to provide the lot number? No how many defective tubing were inspected? One are you able to provide the date of incident? (B)(6) 2023.